Manufacturer narrative:
Failure analysis stated the insulin pump was received button error alarm due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received with cracked display window corners, reservoir tube lip, belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, keypad anomaly and had moisture damage. The customer's blood glucose reading was 27 mmol/l. The customer stated the insulin pump was exposed to moisture; water fall. The customer mentioned the buttons were unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.